Event description:
The information provided by local distributor indicates: hospital name: (B)(6), surgeon's name:(B)(6), date of initial surgery: on (B)(6) 2024, body part to which device was applied: femur left, surgery description: lengthening, patient information: 15-year-old, male, problem observed during: into treatment/post-operative, type of problem: device functional problem. Event description: removal of the fitbone, the surgery went very well but during the follow-up x-ray the next day, the surgeon realised that the distal part of the nail had remained in the proximal part of the femur. The complaint report form also indicated: the device failure had no adverse effects on patient. The initial surgery was completed with the device the event did not lead to a delay in the duration of the surgical procedure an additional surgery was not required. A medical intervention (outpatient clinic) was not required copy of operative reports is not available copy of x-ray images is available (not received) patient's current health condition: no adverse effects right now. Note: as the patient was haemophiliac, the surgeon decided not to operate again and to leave the distal part of the nail in the femur. Further information and x-ray images received from the local distributor: nail has been implanted on (B)(6) 2021. X-rays of the nail tip in the patient. Manufacturer ref: 2024163 distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail involved in this event was manufactured by wittenstein intens gmbh. The production records from wittenstein intens gmbh, related to current absorption and resistance, as well as performances under load with the application of defined voltage, which were conformal to acceptance criteria, lead to conclude that the device was conforming to specifications. This is also confirmed by the user report, where it was confirmed that the nail functioned from implantation in (B)(6) 2021 until removal in (B)(6) 2024. Technical evaluation it was returned for analysis a portion of a broken nail, reference code 60001468, serial number (B)(6) and not a nail reference code 60001921, serial number (B)(6) as initially communicated. The returned portion of the broken nail (proximal part of the device) was examined by orthofix quality operations department. The device was subjected to visual, dimensional and functional check as per orthofix specification. The visual check of the nail evidenced that the "telescopic tube" is broken. The distal portion of the device was not returned for analysis. The device was then cut to analyse the breakage point. Debris was found in the internal part of the device. The connector cable of the nail was cut and not returned for analysis. The component presents signs of rust on the broken telescopic part, originated during the treatment due to concentrated stress combined with micro-movements. -in the dimensional check it was evidenced that the breakage occurred at 28,97mm length. The total length of the subcomponent was 69,5 mm. The external diameter check evidenced that the device is slightly smaller than specifications, likely due to damage during implantation and/or treatment. The internal diameter measure did not evidence any anomalies. A complete functional check was not possible as the component is broken. The nail was cut to expose the motor poles. The motor is not functioning, likely due to the damage occurred during removal. The device was then sent to an external laboratory for the failure investigation. "The analyzed sample exhibits two distinct damage phenomena: fretting corrosion on the external cylindrical surface near the fracture (first phase, developed prior to fracture initiation) and complete fatigue fracture originating from a significant corrosion cavity (second phase). The complete failure of the device occurs due to fatigue, with evident in-vivo exposure and repeated rubbing of the fracture surfaces post-failure. However, this fatigue fracture is rooted in a severe tribocorrosion phenomenon, specifically fretting corrosion, caused by cyclic micro-slipping (fretting) between the two parts in a coaxial configuration, leading to the repeated damage of the passive oxide layer protecting the aisi 316lvm austenitic stainless steel. Multiple defects generated by fretting corrosion are present on the external cylindrical surface of the tube, consisting of localized corrosion, transverse microcracks, and fretting scratches. (D.w. Hoeppner, 1994) the corrosion also results in a large cavity in the material (localized corrosion), causing a significant reduction in the load-bearing section and a concentration of stresses. The fatigue fracture originates from this large cavity. Consistent with cases of fretting corrosion and fatigue fracture occurring in vivo, the sample displays considerable organic residues (dried bodily fluids) and corrosion products. (Eliaz, 2019) (asm, 1992). Silicon contamination is also frequently observed, likely due to the local leakage of silicone lubricants or similar materials from the device. The material was analyzed through chemical and metallographic analysis, which did not reveal compositional or microstructural anomalies, ruling out additional factors related to material compliance." Final comments the analysis performed on the returned nail confirmed the notified issue. The nail is broken in correspondence of the telescopic tube at a length of 28.97mm. From the x-ray provided it is possible to see that the distal part of the nail was left in patient's bone. The complete failure of the device occurs due to fatigue, with evident in-vivo exposure and repeated rubbing of the fracture surfaces post-failure. However, this fatigue fracture is rooted in a severe tribocorrosion phenomenon, specifically fretting corrosion, caused by cyclic micro-slipping (fretting) between the two parts in a coaxial configuration. The nail was implanted in (B)(6) 2021 and explanted on (B)(6) 2024. Orthofix would like to remind that the instruction for use recommend removing the nail after a period of 1 to 1,5 years. Delayed explantation can lead to nail breakage, due to the excessive and prolonged loading. Should the distal part of the broken nail become available, orthofix will finalize the investigation. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the removed portion of the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6) - body part to which device was applied: femur left - surgery description: lengthening - patient information: 15-year-old, male - problem observed during: into treatment/post-operative - type of problem: device functional problem - event description: removal of the fitbone, the surgery went very well but during the follow-up x-ray the next day, the surgeon realised that the distal part of the nail had remained in the proximal part of the femur. The complaint report form also indicated: - the device failure had no adverse effects on patient - the initial surgery was completed with the device - the event did not lead to a delay in the duration of the surgical procedure - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copy of operative reports is not available - copy of x-ray images is available (not received) - patient's current health condition: no adverse effects right now. Note: as the patient was haemophiliac, the surgeon decided not to operate again and to leave the distal part of the nail in the femur. Manufacturer ref: 2024163 distributor ref: 128.